Event description:
It was reported that after a thr performed on (B)(6) 2021, it was reported that a patient experimented a dislocation of the implant. A revision surgery took place on (B)(6) 2021 to evaluate the best way to fix the problem and the acetabular cup and liner were replaced with another company's implants. New smith and nephew femoral head implanted. It is unknown how femoral head was able to dislocate out of constrained liner. Patient condition is unknown.